Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm was noted. The insulin pump had a missing end cap.

Event description:
The customer reported an alarm and insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 120 mg/dl. Nothing further was reported.